Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At 1715, the pump was programmed to deliver an unspecified volume of total parenteral nutrition (tpn) at a rate of 5ml/hr for a duration of 12 hours and the delivery was started. No further programming parameters were provided. At approximately 1815, the nurse noted the device was delivering at a rate of 30ml instead of the intended rate of 5ml/hr. The delivery was stopped. At that time, the patient's blood glucose level was 253mg/dl. Fifteen minutes later, the blood glucose level was 154mg/dl. At that time, the tpn was restarted at a rate of 5ml/hr. At 1835, the blood glucose level was 37mg/dl. At that time, the patient was treated with an unspecified dose of 10% dextrose. An unspecified time later, the blood glucose level was 76mg/dl. The patient's blood glucose level, "was stable throughout the rest of the shift and on (B)(6) 2007." There were no reported adverse patient sequelae. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 was due to air being sucked into the disposable because there was a loose connection between the line and supply bag. This is a use error that can cause system error 2240 alarms. The home patient (hp) checked the lines and bags and found that one of the supply bags had not been connected properly and the connection was loose. This issue is being investigated through CAPA.